Event description:
It was reported that a continuous glucose monitor showed error message 42 on g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer support provided full pump reset instructions, guided caller through reset, and after reset, pump no longer displayed error message.